Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty procedure, on the sixth firing, the surgeon was able to press the green button and was able to squeeze the handle but the device did not fire. It was also reported that the device was difficult to unload. A reload was changed but it did not worked. A new stapler and reload were used to complete the procedure. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.